Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that they were hospitalized due to low blood glucose readings and a seizure. Customer stated that they will call back to provide further details. Customer's blood glucose reading at the time of the call was 152 mg/dl. No further information reported.